Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude measurements. Approximately four weeks later, this s-ICD and electrode exhibited oversensing of noise resulting in storage of an untreated episode. More recently, this s-ICD delivered an inappropriate shock due to t-wave oversensing. It was noted that the patient was walking up a hill at the time of the stored therapy episode. A company representative inquired about potential treadmill testing and assessing other sensing vectors or increasing the gain. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen for exercise stress testing (est). No oversensing was observed at elevated rates, however, the patient's rate only increased to 140 beats per minute (bpm) and did not elevate higher than that. Some oversensing was observed when the patient was at rest in alternate and primary sensing vectors. The inappropriate shock occurred while the device was programmed to secondary sensing vector. Automatic setup was performed and did not pass in primary or secondary, however, passed in alternate. The physician noted a clear morphology change when reviewing against past captured electrograms (egms), which, was felt to be linked to a changed clinical status where s-ICD may no longer be a suitable option. The physician plans to replace the s-ICD system on an unknown future date. The physician left the device programmed to secondary, programmed the device to a single zone of 250. The patient will remain on beta blockers and was advised not to exercise until the replacement has occurred. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that no interventions have been scheduled or undertaken at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude measurements. Approximately four weeks later, this s-ICD and electrode exhibited oversensing of noise resulting in storage of an untreated episode. More recently, this s-ICD delivered an inappropriate shock due to t-wave oversensing. It was noted that the patient was walking up a hill at the time of the stored therapy episode. A company representative inquired about potential treadmill testing and assessing other sensing vectors or increasing the gain. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that the patient was seen for exercise stress testing (est). No oversensing was observed at elevated rates, however, the patient's rate only increased to 140 beats per minute (bpm) and did not elevate higher than that. Some oversensing was observed when the patient was at rest in alternate and primary sensing vectors. The inappropriate shock occurred while the device was programmed to secondary sensing vector. Automatic setup was performed and did not pass in primary or secondary, however, passed in alternate. The physician noted a clear morphology change when reviewing against past captured electrograms (egms), which, was felt to be linked to a changed clinical status where s-ICD may no longer be a suitable option. The physician plans to replace the s-ICD system on an unknown future date. The physician left the device programmed to secondary, programmed the device to a single zone of 250. The patient will remain on beta blockers and was advised not to exercise until the replacement has occurred. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smartpass feature disabled in this subcutaneous implantable cardioverter defibrillator (s-ICD) due to low signal amplitude measurements. Approximately four weeks later, this s-ICD and electrode exhibited oversensing of noise resulting in storage of an untreated episode. More recently, this s-ICD delivered an inappropriate shock due to t-wave oversensing. It was noted that the patient was walking up a hill at the time of the stored therapy episode. A company representative inquired about potential treadmill testing and assessing other sensing vectors or increasing the gain. Technical services (ts) discussed potential troubleshooting options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.